Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin pump was received with minor scratched display window and case. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 38 to 47 mg/dl at the time of the incident. The customer was at 225 mg/dl at the time of the call. The customer was given food, glucose tablets, and glucose gel to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered insulin. Customer has been having problems with auto mode on the pump and was going low even when they were not connected to the pump. The customer also had a set that leaked. The insulin pump will be returned for analysis.